Event description:
Left circumflex lesion had percutaneous transluminal coronary angioplasty with 20 x 20mm balloon resulting in a spiral dissection. Stent: scimed floppy forte wire .014/300cm scimed maverick otw balloon 20mm x 20mm. A stent was attempted to be placed in left main. Stent came off balloon and lodged in left main. Scimed express2 rx stent 3.0mm x 16mm.